Event description:
Item ID: (B)(4), tube trach custom bivona cuffed 3.5. Caregiver called to report micro tears observed in flanges/eyelets of trach. Concerned related to proper securement. No adverse event or outcome as a result, caregiver caught prior to placing item. Product was replaced for patient/caregiver by home care service. This is the 4th case of this occurring with tube trach custom bivona cuffed trachs, occurred in one prior instance with this patient and previously with another patient for 2 orders on (B)(6) 2026. Formal case opened with ICU medical to review, pictures sent and product available to return, however after being assigned formal case number no additional follow up has been requested or resolution shared by ICU medical since the (B)(6) 2026 incident. Concerned related to production quality or missing quality checks as increased complaints related to ICU medical and custom trachs have increased significantly since early march of 2026. Pt: 4582. Device: 2385, 2975, 1506. Ref: mw5187748, mw5187750, mw5187751.